Event description:
It was reported that cord was damaged due to fire. A new transmitter was ordered. No patient was involved.

Manufacturer narrative:
Correction: h11 statement should have been. The field complaint regarding the end of the transmitter's power cord catching fire could not be verified. However, the power cord showed exposed wires due to splicing, which confirmed the presence of damage. Upon opening the transmitter, the main pcb board was also found to be severely burnt. Due to the extent of the burn damage, the transmitter could not be plugged into a functioning ac electrical outlet. The exposed wires resulting from the splicing/tampering of the power cord most likely caused the power failure and, subsequently, the burn damage.

Manufacturer narrative:
The field complaint that the end of the transmitters power cord caught on fire was not verified; however, the power cord had been tampered with the splicing of the wires verifying the damage.